Event description:
It was reported that (1) 35lst was used during a unknown procedure. It was reported by the rep that when inserting the 35lst, the arming button would not set. Opened another device to complete the case. There was no consequence to pt.